Event description:
Describe event or problem: balloon rupture.

Manufacturer narrative:
As reported by our affiliate, during an endovascular stenting procedure in the carotid artery of a patient with the right femoral artery as the access site, when the balloon was being inflated inside the stent was it ruptured at 10 atm. The balloon is rated for 14 atm. The balloon got stuck and could not be retracted through the sheath. They removed it over the wire and a new sheath was inserted. There was no reported patient injury. This product is not available for testing and evaluation. Additional information will be submitted within 30 days upon receipt.